Manufacturer narrative:
On 6-may-2024, the product investigation was completed as the complaint device was discarded. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31259897l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the patient experienced cardiac perforation that required pericardiocentesis. While applying radiofrequency (rf) energy they had a steam pop which was followed by the patient having a blood pressure drop. It was observed by intra-cardiac ultrasound that the patient developed a pericardial effusion. The medical team had already had access to the pericardial space for mapping the epicardium. They reversed the blood thinners (heparin) and removed 200 cc's from the pericardial space. The patient was stabilized and transferred to the critical care unit (ccu) for observation. Prior to the injury when using the software version 8.1.0.325, after creating a cartosound map when taking point by point mapping, the anatomical structures would shift by approx. 1 cm. The physician¿s opinion on the cause of this adverse event is procedure and the patient's right ventricular anatomy. No transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure. The blood was drained through the epicardial sheath. Patient has improved but required extended hospitalization due to rv perforation. No map shift but perforation happened during ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).